Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the operating currents measurement, self test, unexpected alarm error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. No failed battery test alarm noted. Pump had corroded battery tube, battery tube spring contact, cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they were getting error on the insulin pump. They received a failed battery test alarm and a low battery alert on the device. They would put a new battery but it would last 2 days. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The caller stated there was a corrosion on the battery cap. They were sent a new battery cap but it did not resolve the issue. It was found that the battery compartment¿s spring was corroded. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.